Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that, while attempting to implant a 13.7mm vticm5_13.7 implantable collamer lens, -10.5/+1.5/003 (sphere/cylinder/axis) into the patient's eye, it tore. This occurred on (B)(6) 2020. Lens was not implanted but there was patient contact; no patient inury. The cause of the event is reported as user error.